Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh show that microscopic investigation of the broken device revealed that it broke in fatigue due to cyclical overload.

Event description:
Add'l info received indicated that broken plate was revised.